Manufacturer narrative:
Updated sections b4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is retrieving further information from the facility, and will submit follow-up report upon availability of new, relevant details.

Manufacturer narrative:
Updated sections a2, a3a, a4, b4, b5, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. From the document review performed, no manufacturing deficiencies were noted. Based on the information available, patient was bicuspid and had a heavily calcified annulus. Further calcification was also performed prior to implant of the inspiris valve. As such, despite the limited information available, based on the event description the cause can be reasonably attributed to insufficient decalcification and mis-sizing (use error).

Event description:
On (B)(6) 2025, a perceval plus valve size l was attempted to be implanted through full sternotomy during an avr+CABG procedure. Reportedly, a large size was used; however, a medium size was referenced. The valve was implanted, then removed due to a paravalvular leak, and edwards inspiris size 23 was implanted instead. Based on the further information received, distal was performed first, then valve was implanted, then proximal was performed. The valve was bicuspid class 1, and heavily calcified. Approximately 60 min was added to the procedure and further deacidification was performed prior to implant of the second valve. Reportedly, patient had a long pump run during the surgery, patient experienced av block post op, had to go through treatment for acute respiratory distress, pulmonary edema, right plural effusion drains, febrile, pneumonia, and large aspiration pneumonia. Patient was on ventilator in (B)(6) 2026 and is currently in ccu currently.

Manufacturer narrative:
Manufacturer is retrieving and reviewing manufacturing records and retrieving further information from the facility, and will submit follow-up report upon availability of new, relevant details.

Event description:
On (B)(6) 2025, a perceval plus valve was attempted to be implanted during an avr + CABG procedure. Reportedly. A large size was used; however, a medium size was referenced. The valve was implanted, then removed due to a paravalvular leak, with another device (unknown model, size) was implanted instead. No further information is available.